Event description:
Event verbatim (preferred term) 2nd degree burn/burned on her back (burns second degree). Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously took thermacare lower back & hip in the past with no incident. This particular time the patient received a 2nd degree burn as described by her doctor. The patient stated she was burned on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "2nd degree burn " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "2nd degree burn " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]: 2nd degree burn/burned on her back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previously took thermacare lower back & hip in the past for unknown indication with no incident. This particular time the patient received a 2nd degree burn as described by her doctor. The patient stated she was burned on her back on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no, lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample has not been received by the site. Follow-up (08mar2019): follow-up attempts are completed. No further information is expected. Follow-up (20feb2020): new information from product quality complaint group includes: investigations results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "2nd degree burn " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample has not been received by the site.